Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced halos and glare. The lens was exchanged approximately one month later. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of an approved cartridge, an approved handpiece, and viscoelastic. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic used is the approved viscoelastic component for this lens/cartridge combination. It is unknown which component of the viscoelastic was used in the cartridge. The lens was exchanged for a different lens model with the same diopter. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).